Manufacturer narrative:
Investigation completed 10/13/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2017¿ feb. Service history review: there is no service history for the device under evaluation. Based on the complaint description and the evaluation performed by the service center. A review of clarity complaints was completed in complaint system using the following key words ¿low/no suction" and ¿elbow office¿ in the search criteria. The review encompassed from dates (B)(6) 2016 to (B)(6) 2017. CAPA is in progress. The complaint was verified as valid. The evaluation verified the console's vacuum pump assembly elbow open orifice was broken and thus the cause of the complaint incident.

Event description:
A report was received that the cusa clarity console was being used for a product trial at a hospital when an incident occurred on (B)(6) 2017, at the hours of (13:30 ¿ 19:00). A (B)(6) male was undergoing a craniotomy procedure. Using settings up to 100/100, the case started with the cusa clarity and surgeon noted that it was not picking up tissue (debulking the tissue) and that more power and suction was needed. Troubleshooting was done to check connections, suction canister and unblocking the tip with stylet and flushing. The tip was swapped from shear to standard for a bigger diameter. The shear tip was used for approximately 40 minutes before it was swapped to the curved extended standard tip; used this tip for about 45 minutes. Overall, the cusa clarity was used for 1 hour 15 minutes before swapping to cusa excel plus system. Improved performance was seen when the excel was connected with micro curved extended tip at 100/100. The surgeon commented that ¿it performed miles better¿. No adverse event was reported. There was a delay of approximately one hour. Patient outcome was ¿normal¿.